Manufacturer narrative:
(B)(6) 2025 - we were notified of a patient whose capsule was not found. There was no tracking information in fedex. (B)(6) 2025 - the customer notified us that a kub was ordered for the patient to make sure the capsule was not retained. (B)(6) 2025 - customer informed us that the kub results showed a rounded opacity above the sacrum which looks like a possible calcified fibroid but could potentially also represent the capsule. Since the patient went to another site to get the xray, the physician could not see the images. Therefore, they recommended the patient to get another xray in their office as soon as possible. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information regarding the possible retention. (B)(6) 2025 - completed frm-0089 was received indicating that capsule was retained without plan for removal and that the patient had no preexisting conditions that could have led to the retention. We will monitor this incident and provide if any additional information is received from the customer/patient.

Event description:
(B)(6) 2025 - we were notified of a patient whose capsule was not found. There was no tracking information in fedex. (B)(6) 2025 - the customer notified us that a kub was ordered for the patient to make sure the capsule was not retained. (B)(6) 2025 - customer informed us that the kub results showed a rounded opacity above the sacrum which looks like a possible calcified fibroid but could potentially also represent the capsule. Since the patient went to another site to get the xray, the physician could not see the images. Therefore, they recommended the patient to get another xray in their office as soon as possible. Frm-0089c capsule incident questionnaire was sent to the customer to obtain additional information regarding the possible retention. (B)(6) 2025 - completed frm-0089 was received indicating that capsule was retained without plan for removal and that the patient had no preexisting conditions that could have led to the retention. We will monitor this incident and provide if any additional information is received from the customer/patient.